Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015 sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during maintenance. The customer reported to be following the current IFU. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to inspect the device and replace the internal tubings according to the maintenance instruction. The unit was visually inspected and photos were taken of the internal tanks. No biofilm was identified in the tanks, however the deadleg and drain tubes showed evidence of biofilm. The internal tubing was replaced and the unit was calibrated and functionally tested. Preventative maintenance was carried out and no further issues were reported. Samples were taken following the tubing replacement. The test results are still pending. The unit is still in use at the facility. The customer does not place the units outside the operating room. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during maintenance. The customer reported to be following the current IFU. There is no known patient involvement.

Manufacturer narrative:
The device manufacturer date provided in the initial report, submitted april 13, 2016, was incorrect. The correct device manufacturer date is june 5, 2014. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Samples were taken following the tubing replacement. Through follow-up communication with the customer, sorin group (B)(4) learned that all test results from all machines at the facility following the tubing replacement have been negative with one exception. The positive result showed a bacterial count of 1, and was within the drinking water quality specifications. It is unknown which device tested positive, as they wish to keep the test report confidential. The facility stated that the sample that tested positive may have been cross contaminated. The unit subject of this report is back in service. Based on the obvious biofilm in the water circuits of the devices inspected and the fact that units were installed prior to the field safety corrective action in 2014, sorin group (B)(4) has concluded that the users have not always strictly followed the cleaning and disinfection instructions according to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Evaluated on site by sorin service rep.